Event description:
During an impedance check for a patient implanted with an evoke spinal cord stimulation (scs) system, disconnected electrodes were identified on one lead. A revision procedure was performed, and both leads were replaced to resolve the reported event.